Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 121-108mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer called concerned their meter is registering erratic results because on (B)(6) 2016 at 5:45pm fasting the customer performed a back to back blood test and received a result of 459mg/dl and 168mg/d.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had a poor technique. Correction of internal report: (B)(4).

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 121-108mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: 67mg/dl on (B)(6) 2016 1:13pm , 184mg/dl on (B)(6) 3:18pm. Customer called concerned their meter is registering erratic results because on (B)(6) 2016 at 5:45pm fasting the customer performed a back to back blood test and received a result of 459mg/dl and 168mg/dl.